Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a vessel behind the knee with moderate calcification, no tortuosity and 90% stenosis. The 2.0x20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated to 12 atmospheres (atm) and ruptured. Another armada 14 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a vessel behind the knee with moderate calcification, no tortuosity and 90% stenosis. The 2.0x20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated to 12 atmospheres (atm) and ruptured. Another armada 14 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.